Manufacturer narrative:
Additional information : four additional samples were received for evaluation. The samples were labeled for single-use. For one of the returned units, a visual inspection was performed and noted the device was in the activated position, attached to the vial and solution bag. Particulate matter was observed in the attached solution bag; however, the pm was not on the device. The particulate in the bag was observed to be stopper material. The reported issue was verified. The cause of the condition was determined to be a use error of activating the device multiple times. The instructions for use for activation instructs the customer to ¿push the container medication port straight into the vial-mate port adaptor until the flange collar touches the container, hold bag with vial down, squeeze bag to force solution into vial until half full, and shake to suspend drug in solution¿. The user should only activate the device once. For one of the returned samples, a visual inspection was performed and noted the device had not been activated. Particulate matter was not present in the device. The reported condition was not verified. Two of the samples were received for evaluation along with an attached product vial and detached solution bag. Visual inspection was performed and did not reveal any evidence of particulate matter in either vial, solution bag, or vial-mate device. A functional test was performed, and the devices were found to operate per specification with no issues or particulate matter identified. The reported condition was not verified a batch review was conducted for lots gr18j25015, gr18f08018, and gr19b05017 and there were no deviations found related to this reported condition during the manufacture of these lots. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Lot numbers # gr17h18030, gr18d04020, gr18d24044, gr18f08018, gr18j11023, gr18j25015, gr18l12019, gr19b05017, and an unknown lot number. Three single use devices were received for evaluation. The first device was received for evaluation attached to a drained solution bag and a vial. Visual inspection did not reveal any particles in the vial or anywhere else in the setup. Functional testing was performed, and the device was found to operate per specification with no issues or particles noted. A photograph of the sample was also provided for evaluation. Visual inspection of the photograph revealed particulate matter in the vial that was attached to the device. The reported condition was verified through evaluation of the photograph. The cause of the condition was not determined. For the second device, visual inspection revealed particulate matter in the vial. Damage was also observed to the gripper fingers and the silver vial cap. The particulate matter in the vial was found to be stopper material. A functional test was performed using the returned vial and an in-house solution bag. The vial-mate device operated as intended during the functional testing. The reported condition was verified. The cause of the condition was determined to be a use error of using smash activation on the device. The instructions for use for activation instructs the customer to ¿push the container medication port straight into the vial-mate port adaptor until the flange collar touches the container, hold bag with vial down, squeeze bag to force solution into vial until half full, and shake to suspend drug in solution¿. There is no indication to smash or hit with excessive force for activation. For the third device, visual inspection revealed particulate matter in the vial attached to the device. The particulate matter appeared to be stopper material from the vial. Damage was also observed to the gripper fingers and port adapter. A functional test was performed, and the vial-mate device was found to operate as expected. The reported condition was verified. The cause of the condition was determined to be a use error of improperly activating the device, most likely using either smash activation or multiple activation of the device. The instructions for use for activation instructs the customer to ¿push the container medication port straight into the vial-mate port adaptor until the flange collar touches the container, hold bag with vial down, squeeze bag to force solution into vial until half full, and shake to suspend drug in solution¿. The user should only activate the device once, and there is no indication to smash or hit with excessive force for activation. A photograph of a fourth device was also provided for evaluation. Visual inspection of the photograph revealed a gray particle in the vial. The pm appears to be stopper material. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted for lots gr18l12019, gr18d04020, gr17h18030, gr18d24044, and gr18j11023, and there were no deviations found related to this reported condition during the manufacture of these lots. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 16 </noe> malfunction events. It was reported that at least fourteen (14) vial-mate reconstitution devices cored the vial stopper during reconstitution, one (1) needle snapped when trying to twist to get the device to lock, and metal particles were observed floating in the solution; lastly, one (1) was unspecified particulate. There was no patient involvement. No additional information is available.